Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-check, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the pim leak test failed membrane diff pressure more than 14. Unit not safe to use, faulty safety disk so fse replaced safety disk and fault cleared. All manifold test performed and passed. User to charge unit before use and unit handed back to user in good condition. The removed safety disk was returned to the failure analysis and testing department(fat) for investigation. Fat dept performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of membrane leak tests failed with result of 6mmhg, the factory specification is +-6mmhg. The membrane leak test result could be higher than result 6mmhg, that probably the cause of failed safety disk. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure.

Event description:
N/a.